Event description:
It is reported that x-rays taken of the trabecular metal shell are showing signs of loosening. It is unk if a revision surgery is pending. Implant date is unk.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt's info such as height, weight, and pt activity is unk. However, based on the available info, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.